Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. Customer administered manual injections to address bg level. Multiple attempts were made to follow up with the customer, however, a response was not received.